Event description:
During a lap gastric bypass procedure, an error code was received. Troubleshooting performed without success. Another device was used to complete the procedure. There was no reported patient consequence.